Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2018 and barbed suture was used. The surgeon felt that the suture was not holding as well and that the barbs were not as pronounced as in the past. Procedure was completed with the same suture, but it had to be more secured than usual. No additional devices or product was opened to do this. There were no patient consequences reported.